Manufacturer narrative:
22-jan-2016 product investigation results: reporter returned 3 toothbrush heads on 14-jan-2016 used with the suspect handle; the suspect handle was not returned. Toothbrush heads confirmed to be counterfeit.

Event description:
Skin on lip got caught [lip injury]; ended up with a loose oral-b precision clean brush head in mouth [device breakage]; had already noticed that the brushhead was a bit loose [device connection issue]; brushhead was a bit loose and caught skin on lip [injury associated with device]. Case description: a (B)(6) female consumer noted that on the morning of (B)(6) 2015, as she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, she ended up with a loose oral-b precision clean brushhead in her mouth. She stated that she had already noticed that the brushhead was a bit loose because some skin on her lip had already got caught in it. She noted that the other brushheads in the pack were also loose but she replaced them in time, after much less than 3 months. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Skin on lip got caught [lip injury]; ended up with a loose oral-b precision clean brush head in mouth [device breakage]; had already noticed that the brushhead was a bit loose [device connection issue]; brushhead was a bit loose and caught skin on lip [injury associated with device]. Case description: a (B)(6) female consumer noted that on the morning of (B)(6) 2015, as she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, she ended up with a loose oral-b precision clean brushhead in her mouth. She stated that she had already noticed that the brushhead was a bit loose because some skin on her lip had already got caught in it. She noted that the other brushheads in the pack were also loose but she replaced them in time, after much less than 3 months. The case outcome was unknown. No further information was provided.